Event description:
A customer reported an event of a "oil mist" (haze) emitting from the sterrad(tm) 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Exp date: change from 4/20/2113 to na. Device manufacture date: change from 01/2011 to 12/2010. A field service engineer (fse) was dispatched to the customer site. The oil mist filter was replaced to resolve the haze/mist/vapor issue and the fse confirmed the unit was returned to service. (B)(4) investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to haze/mist/vapor to be "low." No parts were returned for evaluation. The assignable cause of the haze/mist/vapor issue is likely the oil mist filter. The field service engineer replaced the part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. (B)(4) will continue to track and trend this issue.